Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the trial patient had a wet tap during the procedure. After a day, the patient started to have a headache. The physician advised the patient to consume lots of fluids and some caffeine. Since the headache persisted, blood patch was done. After the blood patch, the patient's headache came back, and that was why the patient ended up in the hospital, where an MRI or magnetic resonance imaging was conducted. The result showed an interspinous abscess, which was unknown if procedure related and unknown if it was a result of the wet tap. The physician assessed the situation and stated that a surgery was not a good option, so antibiotics were prescribed to the patient. The patient was discharged home.

Manufacturer narrative:
Additional information was received that there was no way to know for sure if the abscess was device related. The physician believed that the abscess was not device related based on the results of the first magnetic resonance imaging (MRI).

Event description:
A report was received that the trial patient had a wet tap during the procedure. After a day, the patient started to have a headache. The physician advised the patient to consume lots of fluids and some caffeine. Since the headache persisted, blood patch was done. After the blood patch, the patient's headache came back, and that was why the patient ended up in the hospital, where an MRI or magnetic resonance imaging was conducted. The result showed an interspinous abscess, which was unknown if procedure related and unknown if it was a result of the wet tap. The physician assessed the situation and stated that a surgery was not a good option, so antibiotics were prescribed to the patient. The patient was discharged home.